Event description:
Incident #1: platelet pheresis product started leaking near port (ie, without manipulation) while on the platelet rotator. Manufacturer's name: american red cross using cerus product, product identifier: (B)(4), product type: aprl, product code: e8341v00. Incident #2: platelet pheresis product started leaking at port (ie, without manipulation) upon receipt from the blood supplier. Manufacturer's name: american red cross using cerus product, product identifier: (B)(4), product type: aprl, product code: e8341v00.